Event description:
It was reported that an edwards surgical aortic valve (savr) was found with severe aortic stenosis after an implant duration of approximately nine (9) years and required an implant of a transcatheter heart valve (tavr) within the subject device (valve in valve). Post tavr procedure, it was reported that the patient experienced coronary occlusion likely from the leaflets of the savr being pushed into the effaced sinus requiring emergent intervention. Per additional information received, this patient deteriorated two days post tavr. The patient became hemodynamically unstable, with low ejection fraction and required increasing amounts of pressors. The physician spoke with the family and they decided to not move forward with dialysis and requested comfort measures. The care team decided that it wasn't in the patient¿s best interest to be brought back to the cath lab to relook at the left main. The patient expired three days post tavr. During post mortem it was discovered that the valve was laden with a blanket of thrombus, they believed that once the heparin was discontinued a clot formed in the sinus where there was low flow and propagated up to the valve and coronaries.

Manufacturer narrative:
Additional manufacturer narrative: report of aortic bioprosthetic stenosis after an implant duration of approximately nine (9) years. The patient underwent an implant of an edwards transcatheter valve (tavr) inside the subject device. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve stenosis can be related to multiple factors including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. This valve remains implanted, and therefore cannot be evaluated. There is no information to suggest a device quality deficiency related to the subject surgical valve. Edwards will continue to review and monitor all events. Note that edwards submitted medwatch #2015691-2014-00581 to address the complication (coronary artery occlusion) after implanting the transcatheter heart valve (tavr).